Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. Customer's blood glucose level at the time of the incident was from 450 to 600 mg/dl, which she treated with manual injection. Most recent blood glucose reading was 303 mg/dl. The customer stated she had two infusion sets with bent cannulas and one infusion set that came apart during insertion. Troubleshooting was performed and the customer was advised of the proper insertion technique. The insulin pump will not be returned for analysis.